Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: lipitor, prilosec, toprol-x, cozaar, flonase, baby aspirin, zyloprim, norvask, hygrotien, orsisdal. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states: the aortic extender endoprosthesis (aortic extender) provides an extension of approximately 1.6 cm or 2.2 cm of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk ipsilateral component was implanted with the ipsilateral side on the right and extended with a contralateral leg component ((B)(4)). The contralateral gate (left side) was implanted with a contralateral leg component and coverage was extended further, with placement of a aortic extender component. The patient tolerated the procedure with no reported on (B)(6) 2017, the patient presented with abdominal pain and computed tomography angiography (cta) was performed which determined a distal type I endoleak on the left side. No aneurysm enlargement was reported. On (B)(6) 2017, the patient underwent reintervention and an additional aortic extender component was placed on the left side. The patient tolerated the procedure and the endoleak was resolved.